Manufacturer narrative:
Follow-up #1 date of submission 09/29/2015-product analysis: the device was returned and evaluated by product analysis on 09/09/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed the last basal delivery occurred on (B)(6) 2015; the last bolus occurred on (B)(6) 2015. The total daily dose history confirmed the pump was accurately and appropriately delivering the user programmed basal rates. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s bolus calculator was appropriately calculating recommended bolus amounts. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose that day was 432 mg/dl (24 mmol/l) with nausea, vomiting, extreme urination, and extreme thirst. It was reported that patient was treated in an emergency room with insulin via pump and an insertion site change. The reporter noted the patient remained on pump therapy and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; it was reported the pump was not calculating a recommended bolus total correctly. This complaint is being reported because the reported serious injury was attributed to a reported pump malfunction.